Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address broken insert. There is little information that was provided for this surgery from the patient. Apparently he has undergone multiple revision hip surgeries but the patient couldn¿t remember how many or his last one. He thinks it was 5 years ago in boston. He had a long srom stem with a pinnacle constrained insert that was broken. Surgeon removed a bunch of synovial tissue and tissue that looked like it had metal debris in it. Surgeon stated at one point he had a metal on metal implant. I don¿t know any of the sizes or implants from previous surgeries or if this patient has ever had a MDR report done. We replaced constrained pinnacle liner and srom 36 metal head. Doi: 2014, dor: (B)(6) 2020, affected side: right hip.